Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited noise and high pacing impedance. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of noise and high pacing impedance were not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing, visual examination and x-ray inspections of the lead were normal with no anomalies found.